Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4 (serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: g1 MFR site name removed danvers. Additional information reported that the pump has been disposed of and cannot be returned.

Manufacturer narrative:
Corrected information has been provided in e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right surgical arterial approach in an 88-year-old male patient. The indication for support was to avoid low cardiac output syndrome (lcos) following ventricular septal perforation (vsp) repair. Additional comorbidities were not reported. Following surgical repair of the ventricular septal perforation, the impella 5.5 was placed via a direct aortic approach. After vsp closure and impella placement, the patient experienced a left ventricular perforation. Surgical intervention was performed to address the ventricular injury. Despite management, the patient¿s clinical course continued to deteriorate, and a decision was made to withdraw care. The patient expired at the time of impella explant. The reported ventricular perforation occurred in the setting of complex cardiac surgery and critical illness. Based on the available information, the death is being conservatively reported; however, the outcome is most likely attributable to the patient¿s underlying critical condition and procedural complexity.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.